Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented remotely with an alert for high voltage lead impedance greater than upper limit. Upon review, the right ventricular lead exhibited high pacing lead impedance as well. The lead was capped and replaced on (B)(6) 2018. The patient was stable before, during and after the procedure.